Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 1 second, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.